Event description:
It was reported that the patient experienced a pulling sensation around the implantable pulse generator (ipg) pocket site and running up her left side. The patient also experienced symptoms of dizziness, nausea, and ringing in her ears. The patient has not used her spinal cord system in approximately 1 year and the symptoms appeared to have dissipated after the patient received medical care for other conditions. The patient states she may be suffering transient ischemic attacks causing stroke-like symptoms. It was noted that the patients ipg battery was dead from not being used and the patient was instructed to charge her ipg.